Manufacturer narrative:
During the quality investigation testing, the customer's concern was confirmed; the device overheated. Further investigation revealed a broken ball bearing and corrosion damage to the press plug and the mid speed motor. The mid speed motor was identified as the primary cause of the failure. The device was repaired and returned to the customer.

Event description:
A stryker tps sagittal saw was sent in for repair due to overheating during a procedure. No adverse event was associated with the device.